Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was hospitalized recently due to patient experiencing progressive painless vision loss of both eyes for 1 year. The patient had poor visual acuity in the right eye, affecting the quality of life, and medical treatment was ineffective, and surgical treatment was performed. The doctor prescribed phacoemulsification and cataract extraction with intraocular lens implantation in the right eye under local anesthesia. During the cataract surgery reportedly, the injector could not be pushed, and the lens was removed from the injector and the lens haptic was found broken. A replacement lens of the same model was immediately used to complete the surgery. No further information available.